Manufacturer narrative:
A ge healthcare service representative was not on site to confirm the failure. The hospital's biomedical engineer replaced the bellows diaphragm assembly, and the unit was returned to service.

Event description:
The hospital reported the unit failed the bleed resistor test during planned maintenance, upon completing the leak test it was determined the unit had a 6lpm leak.